Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the pump powered on and the display functioned properly. The complaint of a dim, fading display was not observed during investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was lifted; the audio bolus button was found to be unresponsive during testing. The audio bolus button cover was removed and the slug was found to be missing.